Event description:
It was reported that the filter deployed with two legs twisted. The doctor reported that the legs were well anchored within the vena cava and no further intervention was indicated. The filter remains implanted and functioning.